Event description:
No death was reported by this customer as a result of this incident. Customer reported a patient had a delayed transfusion reaction due to a false negative reactivity on an antibody screen, using the provue analyzer with the mts anti-igg gel cards.

Manufacturer narrative:
No death was reported by this customer as a result of this incident. Customer stated that a patient sample was screened for antibodies on the provue and results were negative. The patient was transfused 2 or more units of blood based on this information. The patient had a delayed transfusion reaction. A patient sample was redrawn and tested, the results were found to be positive for anti-jka and anti-c. The customer repeated the testing with the pre-transfusion sample on the provue and again it was negative. The customer performed manual gel testing with the pre-transfusion sample using the same lot of gel card and reagents and the results were positive. The manual test result was 1+. Testing by mts using the pre-transfusion sample (tube and manual gel) did not confirm the results reported by the customer. However, the age of the sample may have made the results invalid. Root cause cannot be definitively determined. The provue cannot be eliminated as a contributing factor to this event. A false negative antibody screen could lead to the inadvertent transfusion of antigen-positive red cells or antibody-containing plasma that could lead to a hemolytic transfusion reaction in a susceptible patient. The likelihood of serious injury is not remote. Based on the available information, mts is reporting this event based on the delayed transfusion reaction and the potential for injury should the event recur without detection by the user.